Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Related manufacturer reference numbers: 1627487-2020-03646, 1627487-2020-03647, 1627487-2020-03648, 1627487-2020-03649. Additional information was received that the patient experienced lead discomfort in the forehead and lead bulging under the skin due to the supraorbital leads and that the patient experienced ineffective therapy due to the supraorbital leads and occipital leads. Additional information was also received that the patient did not recharge the ipg as recommended and the ipg became inoperable. As a result, surgery occurred in 2021 to explant the right-side supraorbital lead and right-side occipital lead and surgery occurred again on (B)(6) 2022 to explant the left-side supraorbital lead, left-side occipital lead, and ipg to address the issues. The exact date of explant in 2021 is unknown. It is unknown which are the right-side and left-side leads.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error